Event description:
Additional information was received indicating inappropriate atp was delivered due an incorrect interpretation of signals of atrial fibrillation resulting in the arrythmia being accelerated into ventricular fibrillation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, shocks were delivered from the device for a ventricular tachycardia (vt). No malfunction was alleged on the device. It is unknown at this time if the shocks were appropriate or inappropriate. Technical support was contacted and it was noted the device performed as programmed. The patient was stable.